Event description:
Related manufacturer report number 2017865-2024-34149 related manufacturer report number 2017865-2024-34150 it was reported that during a remote follow up, right ventricular (rv) noise resulting in oversensing and right atrial (ra) noise were noted. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.